Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. It was reported that the balloon was inflated to 16 atmospheres. The rated burst pressure (rbp) for this device as indicated on the product label is 14 atmospheres. The armada 18 instruction for use states: inflation in excess of the rbp may cause the balloon to rupture. In this case, it could not be determined if inflating the balloon above the rbp caused the rupture. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that the rupture occurred due to interaction with the lesion site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral to tibial artery with moderate calcification. A 6.0 x 150 mm armada 18 percutaneous transluminal angioplasty (pta) balloon catheter was advanced with no resistance; however, the balloon ruptured on the first inflation to 16 atmospheres. The procedure was successfully completed with an additional unspecified balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure.